Event description:
One patient with discrepant ck-mb results. Initial result<0.100 ng/ml, repeat 19.87 ng/ml and 21.13 ng/ml. Field service rep was unable to determine root cause. Performance tests were performed which were within spec.